Manufacturer narrative:
Device evaluation: as no product has been returned for investigation, the tc200 device was used with a medtronic orbit system. The most likely cause is that the image may be briefly interrupted or frozen due to communication problems. This is a disruption of the signal chain without a confirmed technical defect in the tc200. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the start of a robotic laparoscopic inguinal hernia procedure, when the surgeon was dissecting tissue, the endoscope image froze. The issue was resolved after a few seconds. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).